Event description:
It was reported that a vented paclitaxel set had particulate matter. This occurred during set up of the set with a semi rigid solution bottle. The reporter stated that a small white plastic particle was found in the fluid path of the set after puncturing the rubber cap of a semi rigid solution bottle with the spike. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.